Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarms power error detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer had already reported it and had done pump reset but it did not helped. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with operational currents within specification and passed self test and displacement test. The device received power error 25 due to connector resistance with the electrical board. No low battery alert, power loss alarm, replace battery alert, replace battery now alarm or off no power alarms noted during testing.